Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
First layer of cotton was ripped and hanging on by a thread [device breakage] case narrative: consumer reported via e-mail that the tampon ripped during removal. No injury reported.